Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (exp. Date & lot). Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during surgery, a synflate vertebral balloon was leaking right at the valve, or rather, it had a small hole.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed no damage or cosmetic issues around the valve section that could lead to the malfunction mentioned by the costumer. The balloon was found with some crystalize material inside and small stains that could have been blood. The synflate® vertebral balloon surgical technique guide se_818880 rev. Aa was reviewed. Following relevant statements were found. Preparation of balloon catheter the synflate vertebral balloon catheter is designed on a double lumen principle. This includes the inner lumen with the stiffening wire and the outer lumen which delivers the inflation medium to the balloon. Both lumens are independent and therefore it is the surgeon¿s choice to remove the stiffening wire during inflation. If removed keep stiffening wire for further reuse. To prepare the synflate balloon catheter, remove the synflate catheter from the sterile packaging. Note: since the stiffening wire is not attached, make sure not to loose it while removing the catheter from the package and make sure to attach it tightly to the inner lumen luer. If the stiffening wire sticks, gently push it towards the luer lock by a back- forward movement. If not mounted already attach the valve with the red cap tightly to the outer lumen. Remove the red cap from the side arm of the luer. Connect the inflation system(s) connect the inflation system to the side port of the catheter (1,2). Notes: do not connect the inflation system prior to catheter insertion since this may hamper the insertion. Do not connect the inflation system to the connection of the stiffening wire. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed, since the mating device was not returned. The complaint condition cannot be replicated. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon lrg would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part:03.804.702s lot no:82312780 release to warehouse date:31 may, 2024 expiry date:01 may, 2026 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.